Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had experienced a low blood glucose (bg) level in the 50's mg/dl. The contact indicated that the low bg was due to physical activity that day and was resolved by the customer consuming carbohydrates. The contact indicated that the low bg was not due to the pump or supplies.